Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 18.9 cm. An external insulation abrasion was found 12.1 to 12.2 cm from the connector pin consistent with friction to the device can. The cable coating was intact in this location.

Event description:
This report is to advise of an event observed during analysis.